Event description:
Pt on cysto table. Megadyne pad in contact as prescribed by company. Pt complained of tingling / burning in left hand which was up against stirrup. Pad discontinued and sent to biomed. Regular bovie grounding pad in place. No injury to pt.